Manufacturer narrative:
One single-use device was received for evaluation. The device was not received in its original package. Visual inspection revealed that the fillport cap was missing. The blue winged luer cap was not missing and was found to be securely attached to the device. The cause of the missing fillport cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume infusor was missing the blue winged luer cap. This was noted before use. There was no patient involvement. No additional information is available.